Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system geometry movements were unavailable. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that geometry movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.